Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation (retained by customer). If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate related report for faradrive sheath and versacross device will be filed. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure, a faradrive steerable sheath and farawave catheter was selected for use. Case was going as expected. A versacross fixed was used to cross the septum. Septum was successfully crossed and physician exchanged sheath for the faradrive. Farawave catheter was inserted, physician aspirate and check for no bubbles, catheter start traveling up, wire was in the left superior pulmonary vein. Suddenly patient blood pressure dropped from 140 systolic to 60 systolic. Physician checked for effusion, no effusion noted. Code blue was called. Patient went into ventricular tachycardia, cardioversion was performed. Cath lab staff arrived in the room. At the time of the event, no activated clotting time (act) had been measured, as the physician had just crossed the septum and act monitoring was not yet initiated. The procedure was aborted. A thrombus occluding left coronary artery was found, and required thrombectomy by the cath lab, and the patient was subsequently admitted to the hospital. Prior to the procedure, a tee was performed to rule out clot. Heparin was administered during the procedure; however, act was still not running at that moment. No fibrin or coagulum was observed on the catheter tip. The irrigation flow rate was maintained with the pump running at 2 ml/min.